Event description:
A customer reported that during setup for a procedure, there was no "fluidics" during I/a (irrigation/aspiration) mode. There was no pt involvement reported. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).